Event description:
Boston scientific received information that both the right atrial (ra) lead and right ventricular (rv) leads dislodged. It is believed that they weren't long enough for this large stature patient. Both leads were replaced with longer leads successfully. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigatio